Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/15/2021. Additional information was requested, and the following was obtained: 1. The reported lot number of qdc2787 is invalid. Please clarify what lot number corresponds with the product reported by the complainant? According to the feedback from the sales representative, the valid lot of this complaint is unknown. Event related to surgicel reported via mw # 2210968-2021-04821, mw # 2210968-2021-04820, mw # 2210968-2021-04818 and mw # 2210968-2021-04817. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the sterility of the products found to be compromised? According to feedback, it is unknown. Dis the 5 products shared the same lot number? Yes, they are. Event related to surgicel reported via mw # 2210968-2021-04821, mw # 2210968-2021-04820, mw # 2210968-2021-04818, mw # 2210968-2021-04817. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on unknown date and absorbable hemostat was used. The seal of the package was found open at the time of normal checking before using it in any surgery. No adverse patient consequences were reported. Additional information was requested.